Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the integrated electrosurgical unit (iesu)/erbe error c-38 occurred when fired monopolar coag. Monopolar cut was working. The technical support engineer (tse) advised to reboot the system, customer did it, but c-38 and c-37 occurred again. The surgery was continued with an external esu. Intuitive surgical, inc. (Isi) I followed up with the initial reporter and obtained the following additional information: the surgery was completed using ft-10. There was no particular impact on the patient, and there was no impact on the doctor or medical staff.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to errors c-38 and c-37. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Intuitive surgical, inc. (Isi) has received the iesu, but failure analysis has not yet been completed.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed, and the reported failure was confirmed and reproduced. No issues were found during visual inspection. The complaint was confirmed based on the failure analysis. Isi reviewed the site¿s complaint history, which does not reveal any related or duplicate complaints involving this product and/or this event. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. In addition, a review of the site's system logs for the reported procedure date was conducted by the isi technical support engineer (tse). The tse identified high frequency current errors 25913 (c-37 & c-38). The probable root cause of the reported errors can be attributed to an electrical/fiber optic issue on a component of the iesu. This issue is captured in the is4000 family shared clinical risk analysis (818001-45) via risk ID g4-sys-70289.